Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced leakage issue on (B)(6) 2026 as infusion set was leaking at the site which was in use for three days. No further information available.